Manufacturer narrative:
H6 health effects, evaluation codes: updated device evaluation: one device was received. Visual inspection noted that both tamper seals were removed. The right plunger case and bottom case were broken. A review of the event history log showed a "check syringe plunger sensor" message. During the functional testing, a "check syringe plunger sensor" message was found intermittently during the syringe test. The root cause was found to be that the flippers were intermittently stuck when the plunger lever was pushed and released. The plunger assembly was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported gave biomed alarm after infusion. No further information provided. No patient injury.